Event description:
After resolving a prior issue with sample probe alarms on this analyzer, the customer received "weird" alkaline phosphatase results. She provided four pt examples, all repeat results were performed on the other c501 at this facility. All samples are serum: pt 1, initial results 11 and 15, repeat result 92 iu per l. Pt 2, initial result 14, repeat result 91 iu per l. Pt 3, initial result 10, repeat result 80 iu per l. Pt 4, initial result 11, repeat result 92 iu per l. No results were reported. The field service rep found serum on top of the cuvettes and the acid wash bottle and determined the sample probe was not resetting properly. He realigned the probe, replaced acid and multiclean bottle and cleaned sample probe rinse station. He verified analyzer operation by performing calibration, qc and precision study. The field service rep also worked with morning and evening shifts to review.